Event description:
It was reported that "physician was determined to make sure the removal did not go well and I believe intentionally broke the instruments. He knew how to properly use the instruments as the first screw was removed with ease. With each consecutive screw removed, he pushed the envelope with the instruments until broken after the 5th try. He was not open to listening to advice or instructions from me".

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.